Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
After establishing an IV line using a closed-system catheter, fluid leakage was observed from the winged hub. The catheter was replaced, and the IV line was re-established.